Event description:
It was reported that the patient was experiencing chest pain. It was found that the atrial lead had dislodged. It was also reported that the right ventricular (rv) lead thresholds had no capture at maximum outputs and a lead dislodgement with a perforation was suspected. Both the atrial lead and rv lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: 2015-(B)(6). (B)(4).